Manufacturer narrative:
(B) (4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in manufacturing to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use (B) (4). Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.

Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. The device was kept implanted.